Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified alarm occurred during the load fill tubing sequence. Additionally, it was reported that during the load fill tubing sequence insulin was observed to be coming out of the tubing "very slow". There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged alarms issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged load fill tubing issue could not be verified.